Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to t-wave oversensing. Patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable during and post reprogramming.